Event description:
It was reported by service report that the safety bar would drag on the rigs floor therefore not allowing enough clearance for the bar to grab the hook. No patient involvement or adverse consequences are reported.